Event description:
Reportable based on the product analysis completed on june 08, 2015. It was reported there was difficulty advancing through the guide catheter. During a percutaneous coronary intervention (pci) procedure in an unspecified vessel, a 6fr non bsc guide catheter was used to access a bypass anastomosis, the physician attempted to advance a unspecified stent cross the lesion unsuccessfully. The physician decided to use a guidezilla extension catheter but it was unable to advance through the guide catheter, before the aortic curve, in the straight catheter. The procedure was completed without the use of the guidezilla. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that the shaft was broken.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection of the distal shaft revealed kinks at 41.5cm, 42cm and 131 cm from the strain relief. The outer diameter (od) of the undamaged section of the distal shaft was measured and were within specifications. Microscopic examination also revealed a separation at the collar weld and a damaged/flattened tip. The guide catheter used in the procedure was not returned for product analysis, so functional testing was performed using a mach1 6f guide catheter. Functional testing was performed by inserting the guidezilla through the hub of the non-bsc guide catheter. The guidezilla was unable to advance through the guide catheter due to the damaged/flattened tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).